Manufacturer narrative:
The manufacturer received information regarding a dreamstation auto CPAP. The device was returned to a third-party service center. During visual inspection of the device, corrosion was found on the power connector. In addition, the inspection found corrosion on metallic surfaces and dust/ dirt in the devide. This report is being submitted for the corrosion found on the power connector during service. There was no allegation of serious or permanent harm or injury. No medical intervention was required for the patient. Analysis of past events has not indicated an adverse event has occurred due to corrosion. Review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. Additionally, the risk file indicates that corrosion will not substantially affect the performance of the device. This complaint is considered not reportable

Manufacturer narrative:
His complaint has been previously submitted as part of recall with recall number z 1973-2021, this incident has been deemed reportable due to the corrosion found on the power connector only and not part of recall. The correct b5 should be "the manufacturer received information regarding a dreamstation auto CPAP. The device was returned to a third-party service center. During visual inspection of the device, corrosion was found on the power connector. In addition, the inspection found corrosion on metallic surfaces and dust/ dirt in the devide. This report is being submitted for the corrosion found on the power connector during service. There was no allegation of serious or permanent harm or injury. No medical intervention was required for the patient." Section h: (device) problem code grid, remedial action init (rfb) and recall (z) number (rfb) has been corrected/updated.

Event description:
A device was returned to a third party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The device was not in patient use. During the evaluation of the device, the third party service center visually inspected the device and found evidence that the power connector of the unit is corroded and the unit is unable to be turned on. After the evaluation of the device, the third party service center scrapped the device.

Manufacturer narrative:
H3 other text : device returned to the third party service center.